Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, high impedance was noted. Once the pocket was closed, the rv to can measurement was out-of-range. Connection issue was found. The lead was re-connected to the device and all measurements were in-range.